Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was located in the tubing. The blood glucose (bg) level was 517 mg/dl and treated it by delivering insulin boluses through the pump. No further information available.